Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs successfully captured the needles and the rail suture end was cut. This is indicative of successful needle deployment and suture retrieval. However, because the whole suture was not returned with the device, it could not be determine if the suture knot was successfully advanced to the arterial surface to close the vessel. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted to achieve arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The method how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.